Manufacturer narrative:
Additional information -(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of patient received an underinfusion of medication when using a one-link needle free IV connector. The medication being infused was unspecified chemotherapy agent. There was no patient injury or medical intervention associated with this event. No additional information is available.